Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during preparation of an embolization coil, the coil detached in the saline bowl. The device was not used in the patient.

Manufacturer narrative:
The implant was returned for analysis separated from the pusher. The implant had evidence of hydrogel swelling along its full length. The knot tie was present on the implant. The proximal end of the monofilament on the implant side appears glassy with rounded edges. There was no evidence of damage noted to the pusher. The distal end of the monofilament was located approximately 1cm proximal to the distal tip of the delivery pusher. Upon dissection of pusher, the distal end of the monofilament had evidence of tensile failure. Based on the reported details and investigation findings, the complaint of a broken implant could be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification of the monofilament.